Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned measuring 5.4-5.5 cm. With full breached insulation degradation 4.4 ¿ 4.6 cm, 4.8 ¿ 4.9 cm, and 5.0 ¿ 5.1 cm, from the connector pin. The degradation was noted to be distal to the connector boot. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.